Event description:
It was reported that a device was used during a hemorrhoidal prolapse procedure. The device fired an incomplete staple line. Another device was used to complete the case. There were no consequences to the patient.